Event description:
It was reported that the pump broke and was not delivering insulin.customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.